Event description:
The hcp reported the patient had their first refill the day of the report since the catheter revision, (as reported in manufacturer report #3004209178-2014-20001) and they expected 7ml¿s and they got back 22ml¿s. The patient did not have any withdrawal type symptoms and the patient felt the pump was ¿somewhat helpful¿, but didn¿t think they were getting ideal pain control. The patient had been able to reduce their po opioid medications and was able to exercise more because of the pain reduction. The patient was given po meds, percocet prn for additional pain control and the patient also had an ptm and could get an additional 0.2mg/day of hydromorphone with ptm boluses. The hcp planned to bring the patient back on (B)(6) to adjust the patient¿s dose and likely do a rotor study at that time. The hcp also planned to suggest to the physician to check volumes in the reservoir at that time. It was also noted a dye study was done the day of the report that was normal suggesting the catheter was patent. The hcp also stated they had gone back and looked at previous refills over the past year or so and all had been ¿spot on¿. The largest discrepancy the hcp could fine was approx 1ml. The pump was used to deliver fentanyl, hydromorphone and bupivacaine. No patient outcome was reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8583, lot# n303280, product type: accessory. (B)(4)